Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized with a blood glucose level that read "high", a specific value was not provided, with ketones that were considered life threatening. The customer attempted to self-treat with a manual dose injection but was treated intravenously with fluids of saline and insulin in the hospital. The customer was released on (B)(6) 2024 with no permanent damage. A systems check with tandem technical support was offered, however, the customer declined and reverted to an alternate insulin pump.